Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of lead anomaly was confirmed. Analysis found the lead body near the helix tip was unable to pass through a test introducer. Result measurement diameter of lead body distal to ring electrode was out of specification.

Event description:
It was reported that during the implant, physician attempted to insert the lead into introducer, and damaged the lead. The lead was not implanted.